Manufacturer narrative:
Pr # (B)(4). A follow up emdr will be submitted upon supplier evaluation or additional information is received.

Event description:
It was reported via email: product is new and the tip broke off. Patient involvement unknown. (B)(6) 2017 . Additional information from customer: I was told this was used once and it broke off and they were able to get the tip out of the patient with no harm. No further information available.